Event description:
The patient could not move her legs. An MRI was attempted then terminated due to patient discomfort. It was noted that the patient had an adjustment in her pump about a month ago. The pump was used to deliver gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).